Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: development of anaplastic large cell lymphoma; pain and tightness in breast; capsular contracture; explant surgery; cancer treatment; scarring; hospitalization; past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity, mental and emotional pain and suffering and severe emotional distress.

Event description:
Patient representative reported right side "pain and tightness in breast; capsular contracture; explant surgery; cancer treatment; scarring; hospitalization; past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity, mental and emotional pain and suffering and severe emotional distress." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5., g.1., g.2., g.3., h.6. Clarification to g3: initial mw was submitted with date 24mar2022. The actual aware date is 06may2021 all information has been submitted within 30 days of manufacturer awareness.

Event description:
Healthcare professional reported right side rupture.